Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 107 mg/dl. The customer states a piece of plastic missing and the black o-ring was loose. Troubleshooting was performed for damage and noticed the reservoir locks into place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with partial broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.